Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15948. H3 other text : device not returned.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transaxillary approach. During the procedure, the 16fr esheath was prepared and inserted in the axillary artery with no issues. The commander delivery system and valve followed. The valve was advanced out of the esheath into the ascending aorta in order to perform valve alignment. Due to the limited space and curvature of this area, valve alignment could not be performed in a straight portion of the ascending aorta. The patient also had a porcelain aorta and a protruding piece of calcium at the level of the stj which made manipulations limited. During valve alignment, the pusher became buried inside the proximal portion of the valve, making it difficult for the balloon to be pulled between the two alignment markers. Multiple attempts were made to obtain good alignment of the valve onto the balloon. The device was unlocked to release tension and the balloon was pushed forward to prevent the pusher from diving into the proximal end of the thv. The valve was aligned with the balloon markers as much as possible and the team proceeded. Pacing was initiated and a slow and careful inflation was performed. During inflation, the balloon ''seeded'' into the ventricle while the valve was pushed to the ascending aorta. Inflation was immediately aborted however the distal part of the valve was already partially inflated while the proximal end was still crimped. Recrossing of the valve became impossible due to the shape of the valve despite body ballooning. Recapture into the esheath was not possible due to the shape of the valve and the esheath eventually became dislodged out of the axillary artery rendering it unusable. An attempt at deploying the valve into the ascending aorta was considered however blood flow back into the atrion indicated the balloon had ruptured following all these manipulations. The decision was made to perform open heart surgery to surgically remove the thv valve and delivery system from the patient. Another 29mm sapien 3 valve was crimped directly onto the balloon of a new commander delivery system and implanted through open heart, under direct visualization, through a puncture in the ascending aorta with the guidance of tee and fluoroscopy. The valve was deployed at the desired location. The patient required multiple blood transfusions due to significant blood loss (the patient was on anticoagulants due to history of multi vessel/left main angioplasty). The patient is currently still intubated and unconscious however all his blood levels have returned to normal.

Manufacturer narrative:
Corrected data: h6, health effect - clinical code. The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into aorta was confirmed based on the provided imagery. There was no allegation or indication a device malfunction contributed to this adverse event. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''during inflation, the balloon seeded into the ventricle while the valve was pushed to the ascending aorta. Inflation was immediately aborted however the distal part of the valve was already partially inflated while the proximal end was still crimped''. Per training manual, ''before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker''. Per imaging evaluation, the crimped valve was not within valve alignment markers prior to valve deployment, so the deployed valve was pushed toward aorta during the deployment and resulting in valve embolized into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The reason for he esheath dislodgement from the axillary artery was that the esheath was not sutured initially since there was a need of moving freely in order to be able to perform the valve alignment in an small area. The final patient status was that the patient was discharged from hospital. As per medical opinion, the root cause of the event was a tortuous anatomy in a small area.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress. A supplemental report will be submitted.